Event description:
It was reported that there was poor barrier separation with a bd vacutainer® sst¿ blood collection tubes. This occurred on 12 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported customer is experiencing poor barrier separation.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and no issues with the tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor barrier separation with a bd vacutainer® sst¿ blood collection tubes. This occurred on 12 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported customer is experiencing poor barrier separation..